Event description:
Complainant alleged that when medics arrived at a fatal scene and placed this device on a deceased pt to confirm death, the device would not power up.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.